Event description:
It was reported that the sensing value on the right ventricular lead diminished after implant. The sensing values were higher on the analyzer; then were low when connected through the device. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.